Manufacturer narrative:
Correction: section g2 510k number section h6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator generated an alarm of safety valve open, a breath delivery unit (bdu) background check diagnostic code was noted. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the air proportional solenoid (psol) valve and inspiratory printed circuit board (pcb). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in air psol valve and/or inspiratory pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion and component codes. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator generated an alarm of safety valve open, a breath delivery unit (bdu) background check diagnostic code was noted. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the air proportional solenoid (psol) valve and inspiratory printed circuit board (pcb). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One air psol valve and inspiratory pcb were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency identified. The replaced components resolved the issue in the field; however, the returned air psol valve and inspiratory pcb were analyzed and tested satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated an alarm of safety valve open, a breath delivery unit (bdu) background check diagnostic code was noted, and the ventilator did not continue to deliver breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without injury.